Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage and move on balloon occurred. A 3.00x12mm synergy ii drug-eluting stent was advanced to treat the lesion. However, when the device was removed, it was noticed that the stent was mangled and slipped on the balloon. The procedure was completed with a different device. No patient complications were reported.